Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported that during a mastoidectomy surgical procedure, it was observed that the motor device and attachment device were heating up. There were no delays to a surgical procedure as identical spare devices were available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. The reporter indicated that the event occurred during the month of (B)(6) 2014. However, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.